Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 80%-90% stenosed, 24mm x 3mm-3.5mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A non-bsc guide catheter was engaged in the lad coaxially. A non-bsc guidewire was advanced to the lesion. Pre-dilation was performed with a 2.5 x 9mm maverick balloon catheter leaving 40% residual stenosis in the lesion. A 28 x 3.00 promus premier drug-eluting stent was then deployed to treat the lesion. After post-dilation using a 3.5 x 8mm quantum maverick balloon catheter, an edge dissection in proximal stented area was noted. Since the lesion was highly diffused, the physician decided to use another promus premier 3.5 x 16mm drug-eluting stent to cover the proximal part and procedure was completed. Final outcome was good with good timi 3 flow. No further patient complications were reported and the patient's status was stable.